Manufacturer narrative:
Block h6 (device codes): problem code 3191 is being used to capture the reportable event of aborted/cancelled procedure. Block h10: the returned spyscope ds ii was analyzed, and a visual evaluation was performed. No elevator marks were noted along the length of the device. No damage was noted. Witness marks were observed on the contacts of the umbilicus connector, indicating it was connected to a controller. The device was connected to a console and no image resulted. X-ray imaging of the distal tip showed a cloudy appearance of the through-silicon vias (tsvs) or wires. Xray imaging of the handle showed no damage to printed circuit board assembly (pcba) or camera wires. The handle was opened, and all the internal components were inspected including the connection of the camera wires to the pcba, and no damage or defect were noted. The reported event was confirmed. It is likely that the camera wires separated from the redistribution layer (rdl), due to mechanical forces applied to the camera wire as the device was assembled or as the tip was articulated during use. Once saline and other moisture was introduced into this area the electrical characteristics of the connection between the camera wires and rdl were affected, which resulted in the reported loss of image. There is an open investigation to address the failure of visualization due to fluid ingress at rdl. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaint exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost when they were looking in the bile duct. The spyscope ds ii was reconnected; however, after 3 seconds the image was also lost. The procedure was not completed due to this event and a stent was placed to bring the patient back later. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with spyglass and electrohydraulic lithotripsy (ehl) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the image of the spyscope ds ii was lost when they were looking in the bile duct. The spyscope ds ii was reconnected; however, after 3 seconds the image was also lost. The procedure was not completed due to this event and a stent was placed to bring the patient back later. There were no patient complications reported as a result of this event.